Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 2 months and 9 days following implant of the valve, after heart failure treatment, the patient was transferred to another hospital. 3 months and 2 days following implant of the valve, the patient had been transfused with 2 units of blood for anemia. The patient was transferred to another hospital for bloody stools. One the same day, an endoscopy was performed that revealed active bleeding from the mucosa around the splenic flexure of the transverse colon. Hemostatic treatment was provided. 4 units of red blood cells were transfused. No re-hemorrhaging was observed after the procedure. 3 months and 13 days following the implant of the valve, the patient was transferred to another hospital for gastrointestinal treatment. 4 months and 12 days following implant of the valve, suspected acute worsening of heart failure with respiratory distress was observed with decreased oxygenation. Exacerbation of heart failure was observed with severe mitral regurgitation and b-type natriuretic peptide (bnp) in the 80¿s. The patient¿s blood pressure continued to drop so dobutamine was administered. The next day, the patients respiratory condition worsened. Non-invasive positive pressure ventilation (nppv) was initiated and dobutamine was provided for 27 days. Morphine hydroch loride was administered, and adaptive servo-ventilation (asv) was initiated. The patient was subsequently transferred to another hospital without any worsening of respiratory distress. 6 months and 7 days following implant of the valve, the patient died due to mitral regurgitation that could not be treated. Per the physician, the valve and the valve implant procedure did not cause or contribute to the death.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the patient¿s condition was stable. Six days post-implant, the patient required hospitalization due to symptoms of heart failure were observed. Subsequently, heart failure management was initiated, and drug administration was adjusted. Eleven days later, fever was noted, and blood culture was performed. Antibacterial drug treatment was administered. It was noted that worsening of heart failure was due to sepsis with suspected enterococci as the causative agent. The patient¿s condition gradually improved with administration of antibiotics, diuretics, and an inotropic agent. The patient¿s heart failure symptoms were controlled, and general condition improved. Two months and eight days post-implant, the patient was transferred to another hospital. The patient was reported to be recovering. Per the physician, the valve and the valve implant procedure were not contributing factors to the event. No additional adverse patient effects were reported.